Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported with a painful left tha performed at an unknown hospital and unknown date (asr aml construct). Cup appeared elevated however was well fixed along with a well fixed aml stem. Revised acetabular side only to a gription multihole cup with a ts ceramic head and a +4 10 degree altrx liner resulting in a stable construct patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.